Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned maintenance. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿c -arc touches the floor¿. Upon investigation, fse confirmed that the issue happened due to irregular floor surface. Fse suggested to perform in the levelled surface and system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The process can be completed by using the system in levelled surface, as no defect/problem observed in the system. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable codes were updated based on the investigation outcome.

Event description:
It was reported to philips that in some positions the c-arm was touching the floor. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.